Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system which shuts down on its own. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.

Event description:
Additional information received that the event happened and displayed system message during completion of vitrectomy surgery. The customer also reported laser footswitch wire connection issue while using the laser. The operation was completed successfully after restoring the screen. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections b.3, b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported events. The footswitch and the power controller printed circuit board (pcb) were both replaced to address the issues. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported ¿connector issue¿ is attributed to nonconforming footswitch. The root cause of the reported ¿shut down¿ and ¿sm¿ are attributed to nonconforming power controller pcb. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).